Event description:
A peritoneal dialysis (pd) patient reported to (B)(6) customer support that they had temporary hemodialysis (hd) and had the pd catheter replaced. The pd catheter was twisted and the end of it was stuck in the patient's uterus. In additional follow-up, the patient¿s pd nurse confirmed the patient¿s pd catheter was twisted in omentum and malposition requiring removal. The patient had a new pd catheter placed and is expected to resume pd therapy. The nurse confirmed there were no adverse events related to (B)(6) products. Based on the available information, there is no allegation or indication that a (B)(6) device or product issue caused or contributed to a serious patient harm or injury. The reported event is related to the use of a pd catheter (non- (B)(6) product). The manufacturer of the catheter, and further product information, is unknown. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).